Event description:
It was reported that high lead impedance (> 10,000 ohms) was read at follow-up appointment with the treating neurologist. Pt has had no pain during stimulation and has every good seizure control. The event was unk and was discovered at the follow-up appointment. Follow-up was provided by a company representative who indicated both system and normal mode diagnostics yielded high lead impedance. The pt was referred for x-rays and to the surgeon. The pt is still able to perceive stimulation "normally" and the device was not programmed off by the treating physician as he was afraid the pt would relapse in seizures. Revision surgery is likely. At the moment, no pt trauma or manipulation was reported and the last known diagnostics were from the pt's last office visit. Good faith attempts to obtain additional info regarding surgery and x-rays have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.